Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of increased dryness twelve days post lasik treatment. Reporter indicated increased topical steroid eye drops, cyclosporine ophthalmic emulsion, and artificial tears/ointment were used to treat the reported issue. Reporter relayed that the patient will be monitored closely improvement. Patient noted dryness first thing in the morning and throughout the day with blurry vision off and on. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer's report will be filed for the fellow eye.